Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the complaint could not be verified as the device was no longer functioning due to u2-asic damage. The battery measured 1.85 volts even after several charge attempts. A hot spot was detected on u2-asic. The device exhibited excessive sleep current leakage. It was reported that bipolar and monopolar electrocautery were both used during the explant surgery.

Event description:
A report was received that the patient was experiencing sciatic pain, chest pain and low back pain every time he takes a deep breath. X-ray was taken and revealed lead migration. The symptoms were not believed to be procedure related and the physician was unsure if the pain was related to the device. The patient was treated with oxygen and pain medication. It was also reported that the patients ipg was having difficulty holding a charge. The patient underwent a revision procedure wherein it was discovered that the lead tails had physical damage below the paddle. The ipg and lead were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to the fu #1 MDR in fields. Sc-1132 (sn (B)(4)) device evaluation indicated that the complaint could not be verified as the device was no longer functioning due to u2-asic damage. The battery measured 1.85 volts even after several charge attempts. A hot spot was detected on u2-asic. The device exhibited excessive sleep current leakage. It was reported that bipolar and monopolar electrocautery were both used during the explant surgery. Sc-8216-70 (sn (B)(4)) a review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing sciatic pain, chest pain and low back pain every time he takes a deep breath. X-ray was taken and revealed lead migration. The symptoms were not believed to be procedure related and the physician was unsure if the pain was related to the device. The patient was treated with oxygen and pain medication. It was also reported that the patient¿s ipg was having difficulty holding a charge. The patient underwent a revision procedure wherein it was discovered that the lead tails had physical damage below the paddle. The ipg and lead were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing sciatic pain, chest pain and low back pain every time he takes a deep breath. X-ray was taken and revealed lead migration. The symptoms were not believed to be procedure related and the physician was unsure if the pain was related to the device. The patient was treated with oxygen and pain medication. It was also reported that the patient's ipg was having difficulty holding a charge. The patient underwent a revision procedure wherein it was discovered that the lead tails had physical damage below the paddle. The ipg and lead were replaced. The patient was doing well postoperatively.